Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. When the customer plugged the pump into a different wall adapter, the pump was able to be charged successfully. A replacement wall adapter was sent to the customer. The customer had not checked their blood glucose level.